Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder had a hole with a leak in the proximal end. The first cylinder had broken fabric threads from wear in the proximal end. The first cylinder had wear at a fold in the proximal end and middle of the cylinder. The second cylinder had wear at a fold in the proximal end and middle of the cylinder. The second cylinder had a hole at a corner of a fold in the outer tubing in the proximal end. The second cylinder had a bulge in the proximal end when inflated. The pump had kink resistant tubing (krt) worn to the filament. The outer layer of the bulb was worn from wear against the strain relief krt junction. The pump had scaling on the outside of the pump. The pump passed the leakage testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. It was confirmed that the righty cylinder had a tear. The cylinders and pump were explanted and replaced. There were not patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. It was confirmed that the righty cylinder had a tear. The cylinders and pump were explanted and replaced. There were not patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. It was confirmed that the righty cylinder had a tear. The cylinders and pump were explanted and replaced. There were not patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder had a hole with a leak in the proximal end. The first cylinder had broken fabric threads from wear in the proximal end. The first cylinder had wear at a fold in the proximal end and middle of the cylinder. The second cylinder had wear at a fold in the proximal end and middle of the cylinder. The second cylinder had a hole at a corner of a fold in the outer tubing in the proximal end. The second cylinder had a bulge in the proximal end when inflated. The pump had kink resistant tubing (krt) worn to the filament. The outer layer of the bulb was worn from wear against the strain relief krt junction. The pump had scaling on the outside of the pump. The pump passed the leakage testing.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder had a hole with a leak in the proximal end. The first cylinder had broken fabric threads from wear in the proximal end. The first cylinder had wear at a fold in the proximal end and middle of the cylinder. The second cylinder had wear at a fold in the proximal end and middle of the cylinder. The second cylinder had a hole at a corner of a fold in the outer tubing in the proximal end. The second cylinder had a bulge in the proximal end when inflated. The pump had kink resistant tubing (krt) worn to the filament. The outer layer of the bulb was worn from wear against the strain relief krt junction. The pump had scaling on the outside of the pump. The pump passed the leakage testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. It was confirmed that the righty cylinder had a tear. The cylinders and pump were explanted and replaced. There were not patient complications reported.